Event description:
It was reported that during a bowel resection procedure, on the third firing, the doctor placed the device on the proximal portion of bowel and fired instrument. When he removed device, he noticed the left side of the staple line was imcomplete. The cutting sequence was complete to the distal tip of the device and the right side staple line was complete. The surgeon opened another device and repaired the tissue to complete the case. There was no pt injury reported.